Manufacturer narrative:
(B) (4) ('difficulty eating') - (B) (4)

Event description:
The pt had a recurrence of dystonia symptoms and had difficulty eating. Deep brain stimulation was unable to be adjusted. Device interrogation revealed it was in and out of regulation condition. The device programming was not clearly the source of the out of regulation condition. The left brain was stimulated at 2.5 volts, pulse width 90 microseconds, 150 hertz, 1 anode, 1 cathode, impedance of 1884 ohms. The right brain was stimulated at 2.5 volts, 120 microseconds, 150 hertz, 1 anode, 1 cathode and 670 hertz. The electrode impedances were normal except for case-4 which was 3400 ohms. The field rep was unable to duplicate the out of regulation with the emulator. The problem may have been caused by a potential intermittent short. Therapy appeared unchanged to the rep, but the pt was unable to give much feedback. Additional info has been requested. A f/u report will be submitted if additional info becomes available.